Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was inspected and it was found in good conditions, however, during the second visual inspection was observed the pebax had some holes. The magnetic sensor functionality was tested on carto and the catheter failed, error 105 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. Improvements have been implemented to reduce magnetic and force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent a wolff-parkinson-white syndrome (wpw) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that during the procedure they encountered an error code 106; a force sensor error. A second catheter was used to complete the procedure. There was no patient consequence. The customer¿s reported force issue has been assessed not reportable since there is no risk to the patient as a result of the procedure delay. On 5/29/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual found no physical damage. On 6/6/2019, during a second visual analysis, some holes in pebax also a kink in the peek housing. The finding of a hole on the surface of the pebax has been assessed as an MDR reportable malfunction.